Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the emergency department for alerted mental state. The patient was subsequently se dated and intubated due to acute hypoxic respiratory failure and antiarrhythmic medications were administered. The patient was noted with fever, tachycardic, hypotensive with high blood cell count and chest computed tomography (CT scan) showed bibasilar atelectasis. The patient was started on antibiotics and vasopressors. Transesophageal echocardiogram (tee) performed showed right ventricular (rv) lead thrombus. Additionally, it was noted that the patient required increasing amounts of vasopressors due to low blood pressure. After a high decline in patients¿ clinical status, the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to sepsis concerns. Cultures were performed and were positive for methicillin sensitive staphylococcus aureus (mssa) bacteremia. The patient¿s vasopressor requirements decreased after removal of the crt-d system. The patient¿s clinical course continued to decline, and the patient¿s family confirmed do not resuscitate (dnr) status and opted for comfort care. The patient was extubated and passed away.